Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a 5.5 cm abdominal aortic aneurysm. The aortic neck was 26 mm long, 28 mm in diameter at the renal arteries and 29 mm in diameter 15 mm below the renal arteries, and angulated 90 degrees. The iliac arteries were severely tortuous, and there was mild calcification throughout the vessels. It was reported that the stent graft was implanted without issues: however, a proximal type I endoleak was evident on the final angiogram (MFR # 2953200-2009-01452). The physician elected to implant a stent from another MFR, which successfully resolved the endoleak. Approx 1 week post-implant, a CT scan showed that the proximal neck looked fine; however, a distal type I endoleak on the contralateral side was evident. The physician elected to implant an aneurx iliac extension, which successfully resolved the endoleak. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(Intervention required) - eval results: endoleak. Severely tortuous vessels with calcification. Conclusions: severely tortuous vessels with calcification.